Event description:
The reporter stated the surgeon inserted a micl 13.2mm implantable collamer lens. During delivery into the eye, the lens flipped upside down and tore. The lens was removed with no pt injury. Another same model and size lens was implanted. The lens was discarded. Cause of this incident was due to loading error.

Manufacturer narrative:
(B)(4): evaluation: conclusions - the product pertaining to this claim was discarded. Based on the complaint history, it was determined that the root cause of this event was due to loading error. (B)(4).